Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with syncope. Upon review it was noted that there was an alert for out of range (oor) low and zero ohm atrial lead impedances with a history of low impedances noted starting immediately after a device changeout procedure just a few weeks prior. It was also noted that right atrial (ra) lead undersensing was observed during atrial tachycardia/atrial fibrillation (at/af) episodes resulting in termination of ongoing events. The patient also reported elevated heart rates and noticed their heart rate was going up and down on the monitor while at the hospital. Two days later the patient presented again with palpitations and continued observations of low ra lead impedance. A ra lead insulation breach was suspected to have occurred at the recent procedure. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was no visible insulation breach at the device changeout procedure. The patient's elevated and fluctuating heart rate was noted to be unrelated to the ra lead. The impedance alert was turned off and the patient will continue to be monitored.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.